Manufacturer narrative:
The suspect device was not returned to olympus for evaluation and a root cause cannot be determined.

Event description:
A user facility reported to olympus that the device failed to produce an image when an olympus series 180 scope was connected. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. Updates to sections h4 and h6. The DHR was reviewed for the subject device. No anomalies were noted and it was verified the device was manufactured in accordance with documented specifications and procedures. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined that the following causes are possibilities based on the available information: due to the age of the device, worn electrical contacts of the video connector due to repeated use, resulting in an unstable contact of the electrical contacts of the video connector receptacle. The lock mechanism of the video connector socket failed because the user tried to pull out the video connector without lowering the unlock lever, and the connection of the scope became unstable. Excessive force applied to the lock lever (video connector socket) or video connector caused unstable contact of the electrical contacts on the video connector receiver. A board with scope detection function failed accidentally.